Manufacturer narrative:
Section d4: primary UDI corrected section g4: PMA # corrected manufacturer's investigation conclusion: the reported event of fluid ingress for the returned battery clip was confirmed. No log files were submitted for review. The provided information stated that the battery clip got soaked in water while the patient was showering. There was fluid ingress observed on the contact side of the battery clip printed circuit board assembly. There were no issues with the clips ability to provide power from the external battery to the system controller. Additional information states that a shower bag was in use in accordance with the manual at the time of the event, the controller did not get wet, and the external batteries were dried. It was not confirmed if there was damage on the shower bag at time of use. A root cause for the reported event was not conclusively determined through this analysis. Device history records for the 14v li-ion battery clip lot number 10188048 were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the heartmate 3 system components, such as the system controller, 14v batteries, and mobile power unit must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower without the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clip. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clip. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories ¿ including their battery clips ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that while admitted, the patient's battery clip got soaked in water while they were showering. Two battery clips were to be returned. The site reported that the products had been used following the manual. The controller did not get wet. The battery had gotten a little bit wet; the product was used after it was wiped and dried.